Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Additional MDR reports were filed for this event following the notification of associated medical products, please see associated reports: 0001032347-2019-00425, 0001032347-2019-00426, 0001032347-2019-00478. Implantation date was (B)(6) 2018. Explantation date is planned for (B)(6) 2019. Medical products: tmj system left standard mandibular component, part# 24-6546, lot# unknown, tmj system left fossa component small, part# 24-6563, lot# unknown, tmj system cross drive emergency fossa screw, part# 99-6587, lot# unknown, 2.4mm system high torque (ht) cross-drive screw, part# 91-2708, lot# unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported that the patient will be undergoing a revision to remove the left temporomandibular joint and fossa and replace the device with a bilateral custom implant. The surgeon reported the cause of the revision as atypic ramus anatomy on the left side with poor fit. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was opened because rapid response reports that a revision is planned and stock tmj implants will be explanted. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Because a revision surgery was reported, the complaint is confirmed. It was reported on the tmjpm request form that the patient had a bilateral tmj revision due to resorption of the right joint, mismatch with anatomy, not good fit. Malocclusion and atypic ramus anatomy and the parts were to be replaced with tmjpm devices. The screws involved in this case were did not have their sales and complaints histories reviewed as part of this risk assessment as there was no indication that they contributed to the reported issues. The non-conformance database (tipqa) could not be reviewed for these parts due to the lot number being unknown. There are no indications of manufacturing defects. The most likely underlying cause of the complaint is patient condition, as there is no alleged malfunction of the implants. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data